Manufacturer narrative:
A review of the manufacturing documentation (device history record ) associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15601277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The device history record review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15601277. (B)(4).

Event description:
It was reported that the physician tried to perform a transeptal puncture with preface sheath, and he introduced the dilator into a preface sheath and when it was completely inside, the physician checked the sheath under x ray and then he realized that the black portion of dilator was fractured. He took it outside the patient without any complication. The case was completed without any patient consequence by using another preface sheath. The patient was under local anesthesia.

Manufacturer narrative:
(B)(4).